Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 21-feb-2021, UDI#: (B)(4). Product analysis: the valve remains implanted, and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, with this delivery catheter system (dcs), following a pre-implant balloon aortic valvuloplasty (bav), incomplete expansion occurred. It was reported that the incomplete expansion was due to the hardness of the native valve leaflets. The incomplete expansion resulted in a moderate paravalvular leak (pvl) and required a post-implant bav. Magnetic resonance imaging (MRI) confirmed that a cerebral infarction with right hemiplegia occurred. It was possible that the dcs dislodged calcium from the aortic arch, or the pre-implant bav and post-implant bav with rapid pacing, could have been the cause of the cerebral infarction. The physician believed that the severe plaque was the cause of the stroke. Drug therapy was provided, and the event was under observation as it had not yet resolved. The patient did not have a history of transient ischemic attack (tia) or stroke. No additional adverse patient effects were reported.